Event description:
Device malfunction: clip mislocation. Time of symptoms/ae: after the procedure. Symptoms/ae: vessel occlusion, left leg claudication, surgical intervention. It was reported that a physician treated in the use of the starclose se device achieved arteriotomy closure of a heavily calcified left common femoral artery after an interventional iliac stenting procedure. Reportedly, fifteen days after uneventful arteriotomy closure, symptoms of claudication developed. An angiogram performed revealed that the starclose se clip was deployed in a "shelf of plaque and the artery was heavily diseased causing the vessel to occlude." An endarterectomy was performed to remove the occluding material and the starclose se clip, which restored normal blood flow through the artery. The pt was discharged two days later. There were no reported adversed pt sequelae. No additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified, therefore, a device history record review could not be performed. The starclose instructions for use (IFU) state: (precautions) "do not deploy the clip in areas of calcified plaque." And (special pt populations) "the safety and effectiveness of the starclose vascular closure system have not been established in pts with femoral artery calcium, which is fluoroscopically visible at access site."